Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was attached to the body in the pool just long enough to submerge the insulin pump. The blood glucose reading was 80 mg/dl. The customer reported that there was a failed battery test alarm after the battery was put back in. No button error alarm was present in the history. The insulin pump passed the self test and the customer was advised to monitor the insulin pump.